Event description:
Additional information received advised that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, the issue was resolved post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort( described as pain) at the ipg site. In turn, surgical intervention may be planned to address the issue.